Manufacturer narrative:
Relates to medwatch mw5159814. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received medwatch report stating the hawk atherectomy device has defects with the device not working and getting stuck on the interventional wire, the cutter window defects and will not close. Medtronic will not address the issue and these problems have persisted for years. The reporter states they see this firsthand when this device is used and patient care is compromised but medtronic will not address this because this device is a major revenue generator for medtronic.